Event description:
Patient with a long segment of barrett's disease (9 cm) treated with focal rfa on two sequential occasions separated by 5 months. For unknown reason, patient developed bleeding from the gastroesophageal junction 7-10 days after each procedure. On both occasions, endoscopy with injection and clipping was performed with no further bleeding. It is unknown if the patient was using anti-platelet agents (aspirin, non-steroidal anti-inflammatory agents, clopidogrel, etc.) Or if they have an undiagnosed coagulopathy or if they were compliant with proton pump inhibitor therapy after treatment.